Event description:
Event description guidant received information that at the routine pacemaker changeout procedure this lead was surgically abandoned due to a visible lead fracture. There were reported issues with the lead shortly after the original implant of the lead, requiring maximaum outputs. The pacemaker had been at eol for approximately one year. It was the patient's decision to wait on the replacement until he bacame pacemaker dependent.